Event description:
It was reported that a patient developed an unspecified adverse event following an unspecified spine surgery involving rhbmp-2/acs. The patient has been referred to another facility for follow up. No further information has been provided.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.